Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose. The customer blood glucose level was 415 mg/dl and 407 mg/dl. Customer stated the other blood glucose value was 394 mg/dl, 390 mg/dl, 314 mg/dl, 372 mg/dl, 329 mg/dl, 178 mg/dl. Customer treated with lemon water and stevia drops. The insulin pump will not be returned for analysis.